Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to a head fracture. The head and liner were removed and a biomet head and competitor liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 21 states, "ceramic head fractures have been reported."